Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter, ubd: 12-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 4.5 mg/ml of dilaudid at ".8ml" via an implantable pump for non-malignant pain. The patient reported they experienced a significant amount of pain approximately two weeks earlier, relative to (B)(6) 2019. The patient was put on oral pain medication. The patient was doing better at the time of there report ((B)(6) 2019), however the office requested a dye study. It was reported that the radiologist was unable to access dye from the catheter access port (cap). It was also reported that the cap was accessed, but the physician was unable to remove drug from the catheter. It was indicated this occurred on (B)(6) 2019. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. Surgical intervention had not occurred. It was unknown if surgical intervention was planned. The patient's status at time of the report was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history included pudendal nerve pain. Other medications being taken at the time of the event were not available. The patient's weight was also unavailable. Additional clarification was received from the manufacturing representative (rep). The rep clarified that the physician could not as pirate the catheter access port (cap) so dye was not injected into the cap. The procedure was aborted and the ordering physician office was notified.